Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion, located in the moderately tortuous and mildly calcified left anterior descending artery, was pre-dilated with a 3.00 x 12 mm semi-complaint balloon. A 3.50 x 38 synergy was deployed at 11 atm and post-dilated with a 3.00 x 12 mm non-compliant balloon at 12 atm. A flow-limiting, proximal edge dissection then occurred. A 3.50 x 12 synergy was deployed to cover the dissection. The procedure was completed successfully and the patient was stable.